Event description:
The customer reported that the device would lock up during the power on self-test. The device was out of service for certain period of time. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing the system pcb assembly to troubleshoot the issue. Follow up with the reporter confirmed that the customer elected to retire the device from service instead of repair. The device was not returned to physio-control for analysis. A conclusive cause of the reported event could not be determined.